Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving MFR date: 01/11/2016. Conclusion / root cause: the reported complaint of initial est test failed was not duplicated .no problem found on this returned 3 station solenoid. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device failed system pressure testing. No patient involvement reported.